Manufacturer narrative:
Unit received with a blank display due to corroded electronic assembly. The motor found with traces of corrosion. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Unable to confirm power error 25 and unexpected battery power loss due to blank display.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. The customer¿s blood glucose level was unknown at the time of incident. Customer was able to complete rewind. The insulin pump will be returned for analysis.